Event description:
It was reported that a pt underwent an abdominal repair surgery on (B)(6) 2012. Pt suffered from a gunshot wound. Comorbidities include intra abdominal spinal fistula and possible abdominal sepsis. Two 12cmx25cm pieces of veritas were implanted. Upon re-operation on (B)(6) 2012 due to another fistula, hole in bowel, and wound vac change, it was noted that one piece of veritas had completely dissolved while the other piece was partially present. All remaining veritas product was removed on (B)(6) 2012. F/u care consists of wound vac application every other day with the use of an alternate biologic.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specs at the time of manufacture. Same reporter and event as the following MFR report number: 2183620-2012-00093.